Event description:
It was reported in the journal of nursing report of article titled, "nurse-driven interventions reduce central line-associated bloodstream infection close to zero in one pediatric oncologic facility: a single-center retrospective observational study", that sometime post central line placement procedure by using bard broviac/hickman catheter to evaluate the nurse driven interventions to reduce central line associated blood stream infection in pediatric oncology facility, out of two hundred and ten patients, twelve occurrences of central line associated blood stream infection. It was further reported that the infected central line was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: turoldo f, longo a, sala m, valentini d, de vita n, toniutti s, zuppel l, maximova n. Nurse-driven interventions reduce central line-associated bloodstream infection close to zero in one pediatric oncologic facility: a single-center retrospective observational study. Nurs rep. 2024 sep 26;14(4):2668-2679. Doi: 10.3390/nursrep14040197. Pmid: 39449434; pmcid: pmc11503445. H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported bacterial infection as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4(medical device catalogue number), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: turoldo f, longo a, sala m, valentini d, de vita n, toniutti s, zuppel l, maximova n. Nurse-driven interventions reduce central line-associated bloodstream infection close to zero in one pediatric oncologic facility: a single-center retrospective observational study. Nurs rep. 2024 sep 26;14(4):2668-2679. Doi: 10.3390/nursrep14040197. Pmid: 39449434; pmcid: pmc11503445. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of nursing report of article titled, "nurse-driven interventions reduce central line-associated bloodstream infection close to zero in one pediatric oncologic facility: a single-center retrospective observational study", that sometime post central line placement procedure by using bard broviac/hickman catheter to evaluate the nurse driven interventions to reduce central line associated blood stream infection in pediatric oncology facility, out of two hundred and ten patients, twelve occurrences of central line associated blood stream infection. It was further reported that the infected central line was removed. The current status of the patient was unknown.